Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. The transmission showed noise on the atrial lead. No further information was available.

Event description:
New information noted that the patient presented remotely on (B)(6) 2019. Review of the transmission noted mode switch episodes due to oversensing noise on the right atrial lead. The device was previously reprogrammed but this did not resolve the noise. No intervention was performed.